Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the patient underwent a therapeutic, laparoscopic right hemicolectomy procedure. During the procedure the device appeared to be efficient at sealing and there were no visible bleeds, but the patient was re-admitted and returned to the operating room (or) on post op day 2 for a major postoperative bleed. The physician reported the major vascular pedicles sealed fine, but the bleed was likely from a smaller vascular attachment at the splenic flexure that did not seal completely during the dissection. The patient required a blood transfusion, intensive care unit (ICU) stay, and experienced an anastomotic leak that required re-operation. The patient was reported to be "doing fine now".

Event description:
It was also reported that when the device was initially plugged into the universal port, a data transfer request immediately came up. The "ok" button was pushed but every time the activation button was pressed, the message came back up and the device would not work. A new device was plugged in and they were able to finish the procedure. An error message indicating an incomplete seal cycle was present. Of note, it was also stated a device was dropped, and a second one was obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: g3, h2, h6, h11 the device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.